Event description:
It was reported that the system displayed an error and the cine functions would not operate. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine disk and flash nodes were formatted, the configuration files were reloaded and usb hubs were reseated. The system was tested and found to be working as intended and returned to service.